Event description:
Customer reported that it was difficult to attach the cutting burrs. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device was returned, the reported condition was not duplicated or confirmed. An assignable root cause is undetermined. The device was repaired by anspach.